Event description:
A report was received that the pt had a pocket revision due to inability to charge the ipg. The physician moved the pt's pocket up so the pt can change the ipg. The pt is reportedly doing well following the revision.

Manufacturer narrative:
This is the final report.